Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on their first day with the ilet experienced hyperglycemia with continuous glucose monitor (cgm) reading "high," initially with a rising arrow that later stabilized, following a meal that was announced. After monitoring and education to allow the pump to adapt, a follow-up confirmed glucose decreased to 360 mg/dl with a downward arrow after another meal. Symptoms included dry mouth and hyperglycemia reaching 400 mg/dl. Outcomes included no alerts for prolonged extreme hyperglycemia, no backup therapy, no ketone testing, no medical intervention, no assistance required, and no hospitalization. Investigation included troubleshooting and user education regarding early-use adaptation and postprandial glucose management. Investigation of this case revealed no confirmed device malfunction or component failure, and the event was consistent with hyperglycemia of unclear cause during early pump learning and recent meals. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.